Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were noted. Occlusion test was performed and no occlusion was noted during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple no delivery alarms from her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was unable to complete a manual prime. The insulin pump alarmed no delivery during the manual prime. The reservoir was changed and the insulin pump functioned according to specification. An occlusion in the reservoir could have been the cause of the no delivery alarm. The product is being returned. Nothing further was reported.